Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed a hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) failed a hi-pot test. The cause for the failure was isolated to shorted electrode belt trunk cable. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.